Event description:
Rptr indicated that they are now packaging the containers individually in bubble wrap with a limited number of bags shipped in each case. They have not experienced any further problems.